Event description:
It was reported that during a lap sigmoid resection procedure, the device worked during testing but, the buttons did not work when it was being used. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/24/2007. Info anticipated, but unavailable at this time.